Event description:
It was reported to resmed (B)(4) that an astral device displayed an alarm message 101 and 218. The message results in an audible alarm that notifies the patient and caregiver. There was no patient injury reported as a result of this incident. Ref MFR # 3004604967-2015-00032.